Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0a2zm, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported loss of therapeutic effect. The patient stated she had to use the bathroom every 5 minutes and that when she went, she urinated a lot, regardless of the amount she had drunk. The patient indicated that she used to be able to go 3 hours and could get sleep, but now she could not. The patient stated that this began about 2 weeks ago after she had a colonoscopy. It was reported that patient therapy was not working as expected. It was indicated that patient return of symptoms which occurred after she had a colonoscopy. The patient went to her health care provider (hcp) and was told to contact manufacturer representative to set up a time to have a field staff member come in and check the patient¿s device. Additional information reported later indicated that there was no changes as hcp requested a revision/ new implant. It was indicated that the intervention date was to be determined. The patient was scheduling appointment with the office. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the 1st 6 months after implant the device worked beautifully with no problems then all of a sudden the lead broke, the machine malfunctioned and the patient started having back pain with the first implant. It was indicated that within couple months of getting the 1st interstim it, patient started causing her problems. It was reported that the patient was in excruciating pain and the device has been causing a lot of back pain.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient¿s first implant which was implanted in 2013 was working fine and then they went to their healthcare provider to have it adjusted about 3 to 6 months after implant. It was working perfectly, but a couple weeks after the adjustment the device malfunctioned, around (B)(6) 2014. The healthcare provider had turned it up and it was too strong so the patent started jumping and yelling at them so they put it back down. It was noted that the device was at 0.4 volts. It was stated the patient was in serious pain and it was either the wires broke or the machine. It was later stated that they believed it malfunctioned or the wires may had come loose and it was causing the patient serious pain. They tried to do reprograming but nothing had helped and it was still not working. The patient had a loss of therapeutic effect and had to go to the bathroom every 5-10 minutes. On (B)(6) 2014, the patient went in for their second operation to have it replaced.

Event description:
Additional information received reported that the patient's device worked well until the health care provider (hcp) changed the patient's settings. Then the patient had a loss of effect and at some point they started experiencing pain with the first device and went through a revision. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was later indicated that patient had a lead revision and battery replacement on monday (B)(6).

Event description:
It was reported later that the explanted generator was not sent in nor was the health care provider planning on sending it in. It was indicated that the patient was doing okay and her symptoms are digressing. It was indicated that on the day of this call the stimulation was turned up. It was also indicated that she was feeling stimulation in the pelvic area at 1.0. It was indicated that she was going to monitor her symptoms over the next couple of weeks, but she had seen some improvement.